Event description:
Clinic notes dated (B)(6) 2013 indicate the patient continues to have some partial seizures, two since the last visit, with one sided jerking. The patient is tolerating his vns and medications well. The patient had an episode of lost time in (B)(6) 2012, but two partial seizures recently. The vns was interrogated and normal diagnostics run. No changes were made, but it was found that the vns was about to run out of battery and would need to be replaced. Attempts for additional information were made; however, they were unsuccessful. No additional information was provided. Surgery is likely, but has not occurred to date.